Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The patient's blood glucose at the time of incident was 257 mg/dl. Troubleshooting was initiated for the motor error alarm. The customer stated that the insulin pump got stuck on a magnet at a retail store. She reported an instance of a motor position encoder error. During troubleshooting the insulin pump alarmed motion sensor test failure. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motion sensor test failure during rewind due to motor encoder signal out of phase. Unable to confirm motor error alarm and motor position encoder error alarm due to motion sensor test failure alarm. Unable to perform the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify operating currents due to unexpected restart alarm. The insulin pump was received with cracked reservoir tube lip and cracked case near the display window corners noted.